Event description:
The customer reported that at the beginning of the use, the jaws of the device did not open. It is unk if the device was on tissue at the time. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.